Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l48818, implanted: (B)(6) 1998, product type: catheter. (B)(4) applies to the catheter. (B)(4) apply to the catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown baclofen 4000 mcg/ml for a total dose of 1,198 mcg/day via an implantable pump for intractable spasticity. It was reported the patient started to experience increased spasticity and there were discrepancies in expected drug volume versus actual drug volume when being refilled. There was no known factors that may have caused or contributed to the event. Diagnostics/troubleshooting included an attempted dye study was performed on (B)(6) 2017. It was noted that the managing healthcare professional (hcp) was unable to inject dye during the catheter dye study. As a result, the hcp was going to schedule the patient for a catheter replacement and a possible pump replacement at a date to be determined. No actions/interventions were performed. It was noted that the issue was not resolved at time of event, and the patient's status at time of event was "alive-no injury." It was noted that surgical intervention did not occur, but was planned but not yet scheduled. The patient's weight and medical history were unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.